Manufacturer narrative:
(B)(4). Eval, results: other (insufficient information, root cause cannot be determined).

Event description:
A 3.5mm diameter x 24mm length endeavor sprint rx drug eluting coronary stent was deployed into a patient; however, it was reported that difficulties were encountered on removal of relevant device after stent deployment. No other clinical sequelae were reported.